Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, the viperwire fractured inside of the patient and was not retrieved. A vessel perforation occurred. The lesion being treated was heavily calcified, 90% stenotic, and located in the distal pt artery. The physician used a 6f introducer sheath to access the target lesion from an antegrade approach. He performed two runs at low speed and then pulled the device back to take a picture with contrast. At this time he noticed that part of the distal tip of the viperwire had broken off and a vessel perforation had occurred. He applied pressure to the vessel and requested a surgical consult. The surgeon recommended that the fractured tip should not be removed. Further intervention was aborted. The patient remained stable throughout and following the procedure. Additional information has been requested regarding this event.

Manufacturer narrative:
Device analysis: the device was discarded at the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this lot number was not reviewed as the lot number is unknown. The root cause for the reported event is unknown. (B)(4).